Event description:
It was reported that there were issues with identifying devices, with various programmer rf (radio-frequency) heads. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, able to access analyzer functions without an issue. The programmer and analyzer tested in specification at a virtual interactive patient testing station. Also was able to interrogate with the provided rf head and wireless without an issue. It was noted that one solder joint of the electrocardiogram (ECG) connector was cracked.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).